Event description:
Vns patient is experiencing constant voice alteration that worsens with stimulation and that the patient has lost 27 pounds since vns implant. The patient's family member believes that the weight loss is due to a recent medicaton reduction. The patient is also experiencing shortness of breath during stimulation and hiccups a lot since implant. Investigation to date has been unable to determine whether vocal cord paralysis has been diagnosed. Additionally, the contributing factor and severity of the patient's weight loss has not been determined.